Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were not possible, ¿geometry movements partly available¿ showed on review monitor. Review of the system log file showed an error ¿unable to communicate with geo ipc; sid is unknown, and no movements are available¿. Input power(230v) was present, but the geo ipc did not power up at all, and there was a beep sound after ipc was turned on. Upon functional testing, the fse found, problem with the memory of the geo ipc. To resolve this issue, the fse connected a monitor to ipc and there was no information display on monitor. After memory re-plugging and software re-installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was geometry movement fault. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that all geometry movements were not possible. Troubleshooting actions showed a problem with the memory of the geo ipc. The fse replugged the memory, reinstalled the software and returned the system to use in good working order.